Event description:
It was reported that bacteria (providencia rettgeri) was cultured from the site, and the patient was started on topical antibiotic ointment. The event resolved on (B)(6) 2021. The patient experienced diarrhea on (B)(6) 2021. A stool sample was positive for clostridium difficile and the patient was started on oral antibiotics for 14 days. The diarrhea resolved on (B)(6) 2021 without sequelae.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported infections could not be conclusively determined through this evaluation. The patient remains ongoing on (B)(6). The heartmate 3 lvas instructions for use (IFU) lists localized infection as an adverse event and infection as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. The IFU, as well as the heartmate3 lvas patient handbook, also provides information regarding how to prevent and control infection. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2020 via ifs order number (B)(4). The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists localized infection as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists infection as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. This section also includes information regarding how to prevent and control infection. The heartmate 3 lvas patient handbook, contains several sections with information about how to prevent and control infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a superficial sternal wound. The patient was treated with antibiotics. The event was resolved.